Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the date on which his meter started to read inaccurately erratic, only that it occurred ¿around 9:00 am¿. He alleged that he obtained blood glucose results with the subject meter of ¿130 and 268 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs precision criteria. It is not known how the patient manages his diabetes or what action he took in response to obtaining the alleged inaccurate results. He reported, ¿45-60 minutes¿ after the start of the alleged issue, he developed symptoms of ¿dizziness, sweatiness and shakiness¿ and at ¿10:00 am or so¿, he administered ¿more food/drink¿ to treat his symptoms. At the time of troubleshooting, the cca noted that the patient was using an approved sample site, his test strips had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/20/2015 and further evaluated by lifescan product analysis on 4/1/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.